Event description:
Edwards learned of a valve in valve procedure replacing a 21mm aortic valve after an implant duration of approximately six (6) years and four (4) months due to severe aortic stenosis and mild aortic regurgitation. The device is not available for return because it remains implanted.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of the valve-in-vale procedure were unsuccessful; therefore, the root cause for replacement of this device remains indeterminable.